Event description:
Caller reported getting an aviva system blood glucose result of 83 mg/dl, which changed into "something in the 100's" mg/dl, and then changed into 84 mg/dl, all within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.